Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation leaked from the valve of the trocar during an eye surgery. A plug was used and the procedure was completed without harm to the patient. A product sample is not available for evaluation as it was discarded as per the report received. There is no additional information available for this case.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. (B)(4).